Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that in preparation for surgery, a bd intima-ii IV catheter was placed in a patient's right hand. After seeing a flashback of blood the nurse withdrew the catheter approximately 0.5cm and then advanced the catheter into the patient's vein. The nurse felt resistance as she advanced the catheter and determined that the catheter had blown through the patient's vein so she decided to remove the IV. As the nurse was removing it she again felt resistance and once the IV was removed she noticed that it was approximately 0.4cm shorter. The nurse palpated the patient's vein and stated that she could, "feel something left in the vein" and assumed it was the broken catheter fragment. The patient received a second IV without any reported difficulty and after surgery received an x-ray of his/her hand, but the missing catheter fragment was not visualized.